Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 44 mg/dl at the time of the incident. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with juice and carbohydrate. Customer stated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was not blank currently. The device will not be returned for analysis.